Event description:
According to the reporter, during open thoracotomy left upper lobectomy procedure, the device¿s blade did not retract. After several attempts, the jaw region opened. Another ligasure device working normally with the same generator. There was no patient injury.

Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle (sn:c22aam0650) vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar build-up in the knife track. It was reported that the knife blade did not retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to improper cleaning. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.